Event description:
It was reported the brakes may not be engaging simultaneously at both the head-end and foot-end of the stretcher. It was further reported the foot-end brakes may disengage if the stretcher is bumped or pushed.

Manufacturer narrative:
Na.